Event description:
It was reported that the customer received a motor error and no delivery alarm. It was also stated that the drive support cap was loose. It was stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.